Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (2 gm once every five days, ongoing, route not reported) amikacin injection (150mg, ongoing, route, frequency not reported) for the peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.